Event description:
A malfunction alarm on the pump was reported. There was no reported adverse impact on the customer's blood glucose level. The pump's malfunction code was identified and resettable, and technical support provided reset instructions. The caller successfully reset the pump, and the same malfunction code did not recur afterward. The customer was instructed to continue using the pump and advised to call back if the malfunction reoccurred.